Event description:
The study patient was consented to participate in the photo-v study on (B)(6) 2019. On (B)(6) 2019, the study patient was enrolled into the study and received a photofix patch as part of his left carotid endarterectomy. On 6/14/2019, the coordinator e-mailed me the following notification of a new sae: ¿I was just notified that one of our photofix study patient's, came in to the ER with tia symptoms on the left side. The study patient had left cea on (B)(6) 2019. They¿ve added the study patient to the schedule for a right cea on monday. The coordinator completed the ae ecrf and documented the incident as ¿patient presented to ER with weakness in left hand and lle. Patient recently had left cea on (B)(6) 2019. MRI of the brain showed no evidence of acute stroke. Patient scheduled for right side cea on (B)(6) 2019.

Manufacturer narrative:
A review of the manufacturing records was performed for lot # 31012519. All records were available for review and met all specifications for release. No nc¿s or deviations were found. The source of the patient¿s tia was not documented. The patient¿s right cea was scheduled due to the left tia, which is a known complication of cea. Tia¿s are not uncommon in patients with vascular disease. Statins and blood thinners are prescribed to prevent vascular complications, however changes in use can increase the risk of events. Additionally, vascular surgery is known to increase the risk of vascular events, such as tia. The source of the patient¿s hypoxemia was not documented. However, the site communicated that the patient had started to remove his continuous oxygen supply. Along with the patient¿s aforementioned comorbidities, the patient continues to smoke, which could cause or negatively impact any underlying respiratory issues. Based on the available information, there is no evidence to suggest the tia, right cea, or hypoxemia were associated with photofix. No new risks were identified during the course of the risk management departmental complaint investigation. All risks identified have been mitigated as far as possible and residual risk is acceptable. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
The study patient was consented to participate in the (B)(6) study on (B)(6) 2019. On (B)(6) 2019, the study patient was enrolled into the study and received a photofix patch as part of his left carotid endarterectomy. On (B)(6) 2019, the coordinator e-mailed me the following notification of a new sae: ¿I was just notified that one of our photofix study patient's, came in to the ER with tia symptoms on the left side. The study patient had left cea on (B)(6) 2019. They've added the study patient to the schedule for a right cea on monday. The coordinator completed the ae ecrf and documented the incident as ¿patient presented to ER with weakness in left hand and lle. Patient recently had left cea on (B)(6) 2019. MRI of the brain showed no evidence of acute stroke. Patient scheduled for right side cea on (B)(6) 2019.